Event description:
On saturday, (B)(6) 2013, pt had an MRI on left shoulder at the (B)(6). On (B)(6) 2013, the pt noticed her left should was red and started to blister. On (B)(6) 2013, pt contacted her primary care physician and was seen by her physician on tuesday, (B)(6) 2013. Pt was instructed to keep the area in question covered and to apply antibiotic ointment until the wound was closed.